Event description:
It was reported during a laparoscopic cholecystectomy the surgeon could not arm the trocar and stated the safety shield felt like it wasn't retracting and exposing the blade. A new 511sd was opened to complete the case. There was no consequence to the pt.